Event description:
It was reported that there atrial lead warning due to low impedance measurements. During routine device change out,the atrial lead measurements showed higher unipolar impedance measurements than bipolar. The lead was programed to a unipolar configuration due t the patient's venous anatomy. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed out-of-range (oor) low atrial impedance and lead warning alert for same.